Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 267 mg/dl over the past few days. The customer took boluses to stabilize blood glucose level. A system check performed with tandem technical support indicated that the pump was operating as expected. It was suspected that the infusion set site was the cause of the high (bg) levels.